Manufacturer narrative:
The customer contacted the siemens customer care center. A customer service engineer was dispatched to the site and performed repairs to the hm module, including changing the hm mixer. The dimension hcg flex® reagent cartridge instructions for use states: the concentration of hcg rises rapidly during the first weeks of pregnancy, approximately doubling every two days. Low level hcg values > 25 miu/ml may be indicative of early pregnancy, but these results should always be evaluated in the context of the clinical situation: date of last menstrual period, pelvic examination and other clinical findings. When borderline results are encountered, patient samples should be redrawn 48 hours later. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl instrument. The initial result was reported to the physician who questioned the result. The same sample was retested and a lower result was obtained. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated (hcg) result. There was no report of adverse health consequences as a result of the discrepant elevated (hcg) result.